Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of diopter -9.0/3.5/099 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. Intraoperatively the lens was implanted and removed due to excessive vaulting. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic deformed to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).